Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance was found to be greater than 2500 ohms at the time of the routine follow-up check. It was also reported that there were high, unstable, unmeasurable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.